Manufacturer narrative:
(B)(4). The affiliate advised that the product will not be returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code.the most recent complaint and smt presentation has been reviewed and this product family did not exceed the upper control limit for complaints. At this time this complaint is considered to be closed.

Event description:
It was reported that a perforator failed to disengage. There was no surgical delay and no adverse consequence to the patient acording to the sales rep. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The perforator was visually inspected. No anomalies were observed. Functional testing was then performed. A series of holes were drilled. No issues were noted. The device functioned as intended. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned. The device was subsequently returned for evaluation. This report has been updated to reflect the information. Upon completion of the investigation a followup report will be submitted.